Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that last night, patient was sound asleep and she got a jolt that almost took her breath away. Patient said she had sat straight up and almost scared the dogs. Patient mentioned that she keeps her amplitude at 9 or 10 but she turned the device down by four or five. Everything has been going so well and patient was wondering what the jolt could be from. Patient stated that the jolt was right where her implant was. Patient is very careful to not to have any falls or trauma. Patient also stated that the morning of the call, she was recharging she thought that the recharging seemed to be taking longer than normal and if it could have been from the jolt last night. Patient stated that from 40-50 percent seemed to take longer and she is now at 60 percent. Patient was not sure if that is all in her head if or the device is taking longer to charge. Patient was redirected to their hpc to have the device checked. No further complications were reported/anticipated.